Event description:
During an unspecified pta treatment procedure, balloon removal difficulties were encountered. At the end of the procedure, it was impossible to remove the ultra thin diamond 12-4/5.8/120 balloon through the introducer sheath. It is noted that the contrast ratio was (30%) water/contrast product. Additional info has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.